Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device changeout procedure the right ventricular (rv) lead and right atrial (ra) lead leads were attempted to be removed from the header, but it was difficulty to remove the leads. The rv lead was removed, but it was not possible to remove the ra lead. It was noted that between the connection portion of the ra lead and the ring connector in the atrial port got fractured. The connector pin remained in the atrial port. The usage of the atrial lead and connector part was discontinued and the connector was surgically abandoned and remained in the body. A new device was connected to the same rv lead and a new ra lead. No adverse patient effects were reported.